Event description:
It is reported that the lead is fractured. Noise on the rv channel can be seen in recordings transmitted to home monitoring. Lead extraction is scheduled. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
On (B)(6) 2022 lead was explanted. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.